Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a meal, ate only a few bites, experienced hypoglycemia to approximately 50 mg/dl, disconnected from the ilet, and planned to change infusion tubing, with no device alerts or alarms reported. Symptoms included low blood glucose without loss of consciousness or other acute sequelae. Outcomes included a temporary interruption of ilet therapy, self-management of hypoglycemia, and use of a glucagon pen, with return of glucose toward range after about 45 minutes. Investigation included user interview and troubleshooting and education regarding meal announcements and insulin delivery behavior during low glucose. Investigation of this case revealed an incorrect meal size announcement leading to hypoglycemia. It was concluded that the event was related to use error associated with meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.